Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ essure has perforated uterus'), fallopian tube perforation ('there was a perforated right essure device in the tube, and the left tube'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 624492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, foggy feeling in head, perineal pain, hyperlipidemia, type 2 diabetes mellitus and fallopian tube cyst. (B)(6) 2019 physical exam: genitourinary: adnexa: tender. Concurrent conditions included ovarian cyst, menstruation irregular, vasomotor collapse, dry skin, foggy feeling in head, libido decreased, vaginal bleeding, menopausal symptoms, dyspareunia, diabetes, hypertension, ovarian serous cystadenofibroma and vaginal prolapse. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and menorrhagia ("autoimmune-like symptoms: heavy periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: right side- three coils visible, left side- five coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: essure implants in place, cannot exclude implant migration on the right. Human chorionic gonadotropin - on (B)(6) 2019: negative. Hysterosalpingogram - on (B)(6) 2008: no evidence of patency of the fallopian tubes. Pregnancy test urine - on (B)(6) 2019: negative; on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- uterine perforation, pelvic pain,uterine haemorrhage concerning the injuries reported in this case, the following one were described in patient¿s medical record : fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ essure has perforated uterus'), fallopian tube perforation ('there was a perforated right essure device in the tube, and the left tube'), genital haemorrhage ('bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 624492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, foggy feeling in head, perineal pain, hyperlipidemia, type 2 diabetes mellitus and fallopian tube cyst. On (B)(6) 2019 physical exam: genitourinary: adnexa: tender. Concurrent conditions included ovarian cyst, menstruation irregular, vasomotor collapse, dry skin, foggy feeling in head, libido decreased, vaginal bleeding, menopausal symptoms, dyspareunia, diabetes, hypertension, ovarian serous cystadenofibroma and vaginal prolapse. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and menorrhagia ("autoimmune-like symptoms: heavy periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, pelvic pain and menorrhagia outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. The reporter commented: right side- three coils visible, left side- five coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: essure implants in place, cannot exclude implant migration on the right. Human chorionic gonadotropin - on (B)(6) 2019: negative. Hysterosalpingogram - on (B)(6) 2008: no evidence of patency of the fallopian tubes. Pregnancy test urine - on (B)(6) 2019: negative; on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- uterine perforation, pelvic pain, uterine haemorrhage concerning the injuries reported in this case, the following one were described in patient¿s medical record: fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.